Event description:
During an av node ablation procedure last week, it was noted that the atrial lead was visibly dislodged in the fluoroscopic images. The patient called biotronik in 2009. She said that a procedure to replace the atrial lead and the pulse generator has been scheduled for 2009. The patient has a history of afib and complained of persistent symptoms throughout the time that she has been implanted with her pacemaker. Tsv has requested that the products in question be returned to biotronik for analysis once they are explanted. As of 2009, this lead is still implanted in the patient and no indication of a repositioning has been reported.